Manufacturer narrative:
(B)(4). Concomitant product(s): - taperloc por fmrl 11x142/ pn 103205/ ln 087620, m2a-magnum 42-50 tpr insrt std/ pn 139256/ ln 536700, m2a-magnum mod hd sz 48mm/ pn 157448/ ln 248320. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03551, 0001825034-2017-03552, 0001825034-2017-03553.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty approximately eight years ago. No revision procedure has been reported to date. Patient has metal on metal components. Initial operative records do not indicate any complications or delays. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. It was noted that the patient started to experience pain, discomfort, soreness, elevated metal ion levels, metal poisoning, and metallosis caused by metal debris following the implantation of the devices. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.